Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an occlusion alarm with the infusion set, noted elevated cgm readings, disconnected from the ilet, administered an insulin injection, and subsequently resolved the issue after changing supplies, after which blood glucose returned to range. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical intervention beyond self-injection and supply replacement, and return to normal device function. Investigation included user troubleshooting and education regarding occlusion alarms. Investigation of this case revealed that replacing the infusion set resolved the occlusion and restored expected insulin delivery. It was concluded that the event was attributable to an infusion set occlusion that resolved with supply change and user education.